Event description:
Clinical narrative:the decision was made to withdraw care. The death is being conservatively reported however is unrelated to the aic event and is most likely attributed to the patients underlying clinical presentation of ami/cgs in scai shock stage e.a 71-year-old female with an indication for use of acute myocardial infarction complicated by cardiogenic shock (pre support clinical condition consistent with scai shock stage e) was supported with an impella system. The impella device was implanted on (B)(6) 2026 at 10:23 am via a right axillary/subclavian surgical arterial approach. During ongoing support, a controller failure alert was reported on the automated impella controller (aic). The alert was identified as a failure alarm involving the aic system (inclusive of pump, purge, and battery). In response to the controller failure alert, the affected aic was electively removed from service and revised successfully to another aic. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected d9 device returned to manufacturer. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
B1/b2 death was selected and date of death was added.b5 clinical narrative was updated.h6 health effect - impact code was added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 71-year-old female with an indication for use of acute myocardial infarction complicated by cardiogenic shock (pre support clinical condition consistent with scai shock stage e) was supported with an impella system. The impella device was implanted on (B)(6) 2026 at 10:23 am via a right axillary/subclavian surgical arterial approach. During ongoing support, a controller failure alert was reported on the automated impella controller (aic). The alert was identified as a failure alarm involving the aic system (inclusive of pump, purge, and battery). In response to the controller failure alert, the affected aic was electively removed from service and revised successfully to another aic. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information has been provide din h1. Upon further review, the report type selected in the previous submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category.